Manufacturer narrative:
The reported event of guidewire could not advance was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The inner coil was found to be kinked and stretched at the s-curve region. The cause of guidewire could not advance was due to the damaged inner coil at the s-curve region consistent with procedural damage.

Event description:
During an initial implant procedure, when testing the left ventricular (lv) lead prior to implant, the guidewire was unable to advance all the way through the lead. The lv lead was not used and a new lv lead was used for the implant procedure. The patient was stable.